Event description:
Talent and aneurx stent graft systems were implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. Currently the vessel morphology was reported as disease progression with iliac limb dilatation. A recent follow up CT revealed that there is a type iii endoleak in the left common iliac limb between a talent 14x22x90 iliac limb and the aneurx 26x26x40. The physician stated that the left common iliac was aneurysmal. The physician elected to implant an endurant ii 16x16x156 limb in the left common iliac, extending to the left external iliac. The final angiogram showed no evidence of type iii endoleak or type ib endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).